Event description:
Boston scientific corporation became aware of an event detailed within the literature article "safety and feasibility of bronchial thermoplasty in asthma patients with very severe fixed airflow obstruction: a case series", in which an alair catheter was used during a bronchial thermoplasty procedure. According to the complainant, the patient underwent his first bronchial thermoplasty (bt) procedure on (B)(6) 2011. Following the procedure, the patient was kept overnight for observation due to "wheezing and/or increased frequency of rescue bronchodilator use." During the overnight stay, the patient was also treated with IV methylprednisolone. The patient's complications have resolved. As per the protocol, the patient received prednisone (50 mg daily) for three days, prior to the day of the procedure, at the day of the procedure, and one day after the bt procedure. It was noted that as the patient had a low baseline fev1, a conservative approach was taken in recommending an overnight hospitalization for observation.

Manufacturer narrative:
(B)(6). (B)(4). Literature source: doeing, diana c., mahajan, amit k., white, steven r., naureckas, edward t., krishnan, jerry a. And douglas k. Hogarth. "Safety and feasibility of bronchial thermoplasty in asthma patients with very severe fixed airflow obstruction: a case series." Journal of asthma (2012): 1-4. Web. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.